Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.   (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Intravenous ultrasound (ivus) was performed which revealed a 90% stenosed target lesion located in the moderately tortuous and moderately calcified distal right coronary artery (rca). A 4.00 x 20 synergy drug-eluting stent was advanced to treat the lesion; however, resistance was encountered. The device was removed from the patient's body and the stent was found to be lifted. Subsequently, a 4.0 x 24 synergy stent was advanced using a 6fr non-bsc guide extension catheter and was successfully implanted, and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 4.00 x 20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. Stent struts from the fifth most proximal stent strut row were lifted and bent back in a distal direction. The undamaged section of the crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube and shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Intravenous ultrasound (ivus) was performed which revealed a 90% stenosed target lesion located in the moderately tortuous and moderately calcified distal right coronary artery (rca). A 4.00 x 20 synergy¿ drug-eluting stent was advanced to treat the lesion; however, resistance was encountered. The device was removed from the patient's body and the stent was found to be lifted. Subsequently, a 4.0 x 24 synergy¿ stent was advanced using a 6fr non-bsc guide extension catheter and was successfully implanted, and the procedure was completed. No patient complications were reported and the patient's status was good.